Manufacturer narrative:
Other applicable components are: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter.

Event description:
Information was received from healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indication for use was intractable spasticity. It was reported that the catheter was scheduled to be replaced (B)(6) 2016. A dye study was negative. The patient had complained of no efficacy. At the time of the report the issue was not resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.